Event description:
It was reported that patient had an infection at the implantable pulse generator (ipg) site. It was noted that patient had blister at the midline incision.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7148071, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7148635, UDI: (B)(4).

Event description:
It was reported that patient had an infection at the implantable pulse generator (ipg) site. It was noted that patient had blister at the midline incision. Additional information received that the patient underwent an explant procedure. There was no device malfunction suspected. Additional information was received that all device components were explanted, and nothing was returned due to hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-4316, batch/lot number:33734672, model/catalog description: clik anchor, unique identifier (UDI): (B)(4). Sc-1232 sn:(B)(6), sc-2218-50 sn: (B)(6), sc-4316 lot: 33734672, investigation results: the ipg, leads and clik anchor were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that patient had an infection at the implantable pulse generator (ipg) site. It was noted that patient had blister at the midline incision. Additional information received that the patient underwent an explant procedure. There was no device malfunction suspected. Additional information was received that all device components were explanted, and nothing was returned due to hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7148071. UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7148071. UDI: (B)(4).

Event description:
It was reported that patient had an infection at the implantable pulse generator (ipg) site. It was noted that patient had blister at the midline incision. Additional information received that the patient underwent an explant procedure. There was no device malfunction suspected.